Manufacturer narrative:
During follow-up, the patient said he noticed no defect or malfunction with the ultram16 units, and thinks the process of catheterization itself causes infections because a foreign object, the catheter, is being repeatedly inserted into the body. He did not know the lot number of the ultram16 unit he was using when he acquired the infection or approximate date the infection began.

Event description:
Intermittent catheter patient (user) stated that the cure catheters gave him an infection. During follow-up, the patient reported he is still taking an antibiotic prescribed by his doctor to resolve the infection.